Event description:
It was reported that on (B)(6) 2022 there was a revision of trochanteric fixation nail advanced (tfna) for conversion to total hip due to cut out. There was no surgical delay, and the surgery was completed successfully. Patient outcome was unknown. This report is for one (1) 11mm/130 deg ti cann tfna 360mm/left - sterile this is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: manufacturing location: monument manufacturing date: 13-aug-2020 expiration date: 31-jul-2030 part number: 04.037.157s, 11mm/130 deg ti cann tfna 360mm/left- sterile lot number: 65p5748 (sterile) lot quantity: 6 production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final ns071296 rev e met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection ns067861 rev b met all inspection acceptance criteria. Packaging label log (pll) lppf rev e, lmd rev a was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 18683 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed because the reported complaint condition of ¿conversion to total hip due to cut-out¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.